Manufacturer narrative:
Argus case (B)(4).

Event description:
Hospitalization [hospitalization]. This case was reported by a consumer via call center representative and described the occurrence of hospitalisation in a 86-year-old male patient who received denture cleanser (japanese polident for partials (polident for partials with taed)) tablet for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started japanese polident for partials (polident for partials with taed). In 2022, an unknown time after starting japanese polident for partials (polident for partials with taed), the patient experienced hospitalisation (serious criteria hospitalization). On an unknown date, the patient experienced wrong technique in product usage process. The action taken with japanese polident for partials (polident for partials with taed) was unknown. On an unknown date, the outcome of the hospitalisation and wrong technique in product usage process were unknown. It was unknown if the reporter considered the hospitalization to be related to japanese polident for partials (polident for partials with taed). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, the patient, the reporter's family member, used japanese polident for partials (polident for partials with taed) by dissolving 2 tablets in 250 ml of cold water in a large glass. In 2022, the patient experienced hospitalization (serious criteria hospitalization) in the summer. On an unknown date, the patient was hospitalized from the summer until recently. After being discharged from the hospital, he used japanese polident for partials (polident for partials with taed) by dissolving 2 tablets in 150 ml of cold water in a polident cup, which he had had brought from the hospital.